Manufacturer narrative:
Evaluation summary: the problem could not be reproduced. The corresponding device was replaced. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
Delivery date september 25, 2018. On (B)(6) 2021 when the power is turned on, there is a clicking sound from the inside. The phenomenon could not be confirmed because it did not appear every time. I don't know when the ticking sound is. When I checked if there was an error, I got 03-1000. We replaced it with a substitute and kept it for repair. No past repair history. This event occurred at the time of before use. There was no report of patient harm.